Event description:
It was reported that this pacemaker device showed battery capacity depleted (bcd) on the device screen when they were trying to undergo magnetic resonance imaging (MRI). Technical services (ts) stated that this device had reached end of its battery's service life and needs to be replaced soon. Boston scientific representative confirmed that MRI was not performed. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.